Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect and pump off alarms. They were found unconscious at home and the pump off was associated with cardiac arrest. Sustained ventricular tachycardia was also noted. The patient had a history of arrhythmia prior to their left ventricular assist device (lvad) implant and the arrhythmia was not thought to be device or therapy related. It was also noted that a medtronic implantable cardioverter-defibrillator (ICD) was implanted in the patient prior to their lvad implant. Advanced cardiovascular life support (acls) was performed by emergency medical services (ems) outside of the hospital. Log files were submitted for review. The event log showed the patient was placed on a system controller on (B)(6) 2023 at 10:51:03. It was noted that this system controller was given to the patient at implant, and no information was available from the healthcare professionals about the reason for the newly placed controller. Log files also showed that the driveline was disconnected (B)(6) 2023 at 10:51:40 and then reconnected at 11:16:35, but the patient could not recall this event. The patient's arrhythmia resolved and they were stable and remained admitted. Related manufacturer's reference number for the pump: 2916596-2023-07099 related manufacturer's reference number for the unknown prior controller: 2916596-2023-07502.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being temporarily disconnected was confirmed via the submitted log file. The driveline was first connected to the controller at 10:51:03 on (B)(6) 2023; data captured prior to the driveline being connected is consistent with the (B)(6) being the patient¿s backup controller. The pump ramped up to the set speed without issue when the driveline was connected. The driveline was then disconnected at 10:51:40, resulting in the pump stopping; driveline disconnected, pump off, and low flow hazard alarms activated at this time as intended. No alarms were active prior to the driveline being disconnected. The driveline was then reconnected at 11:16:35 on (B)(6) 2023 and the pump ramped up to the set speed without issue. The driveline remained connected for the remainder of the log file. The pump maintained a speed above the low speed limit while the driveline was connected. It was reported that the reason for the driveline being disconnected was unknown, and the patient does not recall this event. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.